Manufacturer narrative:
References the main component of the device system; the other relevant components include:: product ID neu_unknown_cath, product type catheter.

Event description:
Information was received from a consumer on (B)(6) 2018 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included intractable spasticity and multiple sclerosis. It was reported that the patient's catheter had broken 6 times since the patient's initial implant in (B)(6) 2002. No patient symptoms were reported and no further complications were reported or anticipated. [See mfg. Report #6000030-2008-00632; 6000030-2008-00633; 6000030-2008-00634; 3004209178-2015-01320; and 3004209178-2016-17110 for other 5 catheter breaks/tears].

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2018. It was reported that there was no catheter break associated with this patient.